Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328 lot# 0209829660, implanted: (B)(6) 2015, product type lead .

Event description:
Additional information received reported that an imaging showed that the lead did not move as initially suspected. No incontinence symptoms occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0209829660, implanted: (B)(6) 2015, product type: lead.

Event description:
Information received from a healthcare professional from a clinical study via a representative reported the patient was hospitalized for a proctologic exam on (B)(6) 2016. On the same day, it was noted there was possible move of the lead in the sacral area. There was no information on the actions taken, relatedness, or end date. No diagnostics/troubleshooting had been performed. It was unknown if the issue had resolved at the time of report and the patient status was unknown. No surgical interventions had occurred and it was unknown if any were planned. The patient's medical history included fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.